Manufacturer narrative:
The company has requested the unit be returned for testing and investigation. If the unit is returned for inspection or we gain any additional insight on this incident, a follow-up report will be submitted.

Event description:
The company was informed of a patient death on (B)(6) 2015. According to the provider of the unit, the equipment the patient was using was a sequal integra 10. The patient received the unit on (B)(6) 2015 and was hospitalized on (B)(6) 2015. The patient was released and returned home (date of discharge is unknown). The patient passed away on (B)(6) 2015. The equipment provider has quarantined the integra 10. There is currently no information on the reason for hospitalization or the cause of death.